Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had leak of universal cord. The issue was identified during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cable was punctured by the cut, the rigid tube was scratched, the outer cover was malfunctioning. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is caused by a component failure of the universal cable. Regarding the events found by olympus, it is likely the following led to the malfunctions: -the universal cable was punctured by the cut. This event is caused by a component failure of the universal cable. -the rigid tube was scratched. This event is caused by a component failure of the rigid tube. -the outer cover was malfunctioning. This event is caused by a component failure of the outer cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.